Event description:
The user facility reported to olympus that during testing in preparation for use, prior to a procedure, the evis exera iii xenon light source exhibited an error code b30 [image issue]. The procedure was not delayed. There was no patient involvement or injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found there was no image and error code b30 displayed on the screen when connecting endoscopes due to corrosion on the output socket making it inoperative. In addition, service found the chassis and front panel were deteriorated by rust. The xenon lamp timer indicated more than 400 hours of use, indicating the lamp needed to be replaced. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the "error code b30" of the indicated phenomenon was reproduced. It was estimated that the phenomenon was due to corrosion of the socket. Other inspection findings were as follows: corrosion of the socket; rust on the chassis; rust on the front panel. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residues, finger grease, dust, and lint are not on the electrical contacts if the endoscope is used with wet and / or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.